Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional, through distributor, reported of the left side device: "implant rupture" and "focal lesion at the 12¿1 o¿clock position". The device was explanted.